Event description:
It was reported that during a hip arthroscopy procedure, a piece of small metal became stuck in the acetabulum. The hip guide was inserted with a cap and the first microfracture hole was completed successfully. It was during the drilling of the second hole when the small piece was noticed. The small piece of metal was determined to be the head of the drill. The piece was retrieved from the joint.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The drill is broken at the distal end of the cable, just proximal to the start of the drill tip. Additional testing was performed, it was found that excessive force and drill skiving did decrease the lifetime of the drill. It is therefore suspected that the root cause of the failure was excessive force well beyond the normal usage of the drilling system. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a hip arthroscopy procedure a piece of small metal became stuck in the acetabulum. The hip guide was inserted with a cap and the first microfracture hole was completed successfully. It was during the drilling of the second hole when the small piece was noticed. The small piece of metal was determined to be the head of the drill. The piece was retrieved from the joint.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.